Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked screen and damaged display component, while blood glucose management continued via manual injections without device-driven insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention and continued therapy via an alternative method. Investigation included a review of the event history through customer interview and device return evaluation. Investigation of this case revealed physical damage to the device exterior consistent with impact. It was concluded that the event was attributable to accidental damage to the device and was not related to a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.